Manufacturer narrative:
The device, which was intended for use in a procedure, was not returned for evaluation. Photos were provided for evaluation and could establish a relationship between the reported even and device, however a root cause could be determined. A lot number was not provided a document review was not performed. A complaint history review was performed for the product family and failure mode reported, there have been further instances. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. Probable root cause maybe material failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on review of the wound there were lots of small pieces of foam within the granulating wound, within the healed wound edges and deeper into the wound bed. The patient required significant sharp wound debridement within clinic in attempt to remove as many fibers as possible.